Event description:
It was reported that the secondary chemotherapy infusion would not flow through the primary line unless the primary clamp was closed then reopened to allow the chemo to infuse. They indicated there was a minor affect on the patient since there was an inaccurate administration of chemotherapy. They stated there was no harm.

Manufacturer narrative:
Report source: senior specialist. No product will be returned per customer. No investigation was performed. Although requested, patient demographics not provided.

Event description:
It was reported that the secondary chemotherapy infusion would not flow through the primary line unless the primary clamp was closed then reopened to allow the chemo to infuse. They indicated there was a minor affect on the patient since there was an inaccurate administration of chemotherapy. They stated there was no harm.